Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device met 80% of expected longevity. Analysis of the device and internal components were as expected for an implantable cardioverter defibrillator at eri. (B)(4) the full lead was returned, analyzed and the outer insulation was breached and had a depression. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that the device had sensing difficulties and the atrial lead dislodged and had high thresholds. The device was explanted and replaced and the atrial lead was explanted and not replaced. No patient complications were reported as a result of this event.